Event description:
Sales consultant reports a broken aming arm for ti cannulated tibial nails-ex. While the surgeon was inserting a tibial nail for a midshaft tibial fracture, the screw that connects the aiming arm to the insertion handle broke as he was malleting the nail and caused the knob to fall off. The aiming arm broke at the nail at the carbon piece. The other parts are intact but the knob is off. Surgery was completed successfully. Consultant reports that there was no delay to the procedure as the surgeons were successfully able to hold the aiming arm in place for the duration. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Pt identifier: (B)(6): additional information. While reviewing the DHR, two mrrs were found on part# dg10052, lot# 4762733. Mrr# (B)(4) was generated because feature d1 was found oversize. The whole lot of parts was dispositioned to use-as-is (uai). The uai rationale was listed on another mrr (mrr# (B)(4)) which is included in the DHR. The second mrr, number (B)(4), was generated because feature d3 was found nonconforming and multiple visual nonconformities were on the parts. A rework was performed to ship all parts back to the supplier to be reworked. The parts were re-inspected after the rework and all parts passed. Both of these mrrs are not relevant to the compliant condition because the nonconformities have no relationship to the screw breaking which caused the knob to fall off. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this compliant condition. The device has been returned and the investigation is ongoing. Placeholder.